Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an x-ray treatment, the device was programmed to no sensing. When the device was programmed back to normal operating parameters, the device did not revert to auto-mode switch. A magnet was placed over the device, causing the device to revert to asynchronous mode pacing. After removing the magnet, the device did not go into auto-mode switch while af was still present. During follow-up, the patient was in sinus rhythm. The device remains implanted. The patient was in good condition and will continue to be monitored.